Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of corroded suction and air-water cylinder is traced to component failure due to degradation whereas the most probable cause of foreign object in auxiliary jet channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in auxiliary jet channel, corroded air-water cylinder and suction cylinder. There was no patient involvement.